Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 30 mar 2020 were reviewed. On (B)(6) 2016, the patient underwent a computer-assisted right total knee arthroplasty to address osteoarthritis, pain and discomfort. Depuy components and depuy cement x2 were utilized during the primary surgery. On (B)(6) 2019, the patient underwent a right knee revision to address pain, difficulty walking, stiffness ms pain with arthrofibrosis. The patella was found to be in good position and not revised. The femoral and insert components were removed with no allegation of deficiency. The tibial component had no cement adhered to the base plate. Competitor products were then implanted with unknown cement. No complications noted. Doi: (B)(6) 2016. Dor: (B)(6) 2019; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot = device history reviewed 27 may 2020. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 june 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.